Manufacturer narrative:
No product will be returned per customer because the product was discarded. Although requested, no patient demographics were provided.

Event description:
It was reported that there were maxzeros that clotted, contributing to loss of central IV access. Although requested, customer was unable to provide any event or patient specific information.